Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set was back flowing a non-baxter medication into the secondary bag during infusion. A bag of saline was piggybacked onto the primary bag that contained the medication. At the end of infusion, the saline bag was overfilled and the drip chamber was full. The patient had occluded the line but the non-baxter pump did not alarm due to the back flowing. The patient did not receive a full dose of medication. No patient injury or medical intervention was indicated in association with this report. No additional information is available.